Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Clarification: explant surgery has not been confirmed. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Hospital staff reports rupture. Device replacement required. This relates to the left side.

Event description:
The device has been explanted.